Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer complaint. The suspect device was not returned for investigation. Most likely, the epc (user interface controller) is not starting-up. A "scrambled" screen is visible intermittently. Issue resolved with another main electronics. It seems that there is a defect on the main electronics causing the failure. Exact root cause not determinable. No further analysis planned.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: other - at this time, the suspect device has not been returned for evaluation. However, based on the new video and email explanation from the customer, it is clear that after testing the unit with a known good ui, that the main electronics is defective. Vyaire medical will initiate a warranty replacement for the main electronics. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us regarding a defective display. Furthermore, there was no patient associated with the event.